Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The complete lead was returned in two segments. Visual inspection confirmed that the proximal segment¿s distal end had trilumen insulation damage. The distal segment¿s proximal end also had trilumen insulation damage. Electrical testing of both segments confirmed they were electrically intact. No conductor fractures were noted. Laboratory analysis of the identified trilumen insulation damage on each of the two segments of lead indicates the damage appears consistent with clavicle/first-rib entrapment.

Event description:
.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low out of range pacing impedance measurements. Provocation maneuvers showed pocket/muscle stimulation. An x-ray was performed and it was evidence that there was insulation damage, but it was difficult to identify which lead had the damage. A revision was planned. No adverse patient effects were reported. Additional information noted that a revision took place, an x-ray confirmed that the rv lead was fractured at the subclavian. The entire system was explanted and a new one was implanted. The rv lead will be returned. No additional adverse patient effects were reported.